Event description:
Foreign body granulomatous inflammation with dense adhesions, small bowel obstruction. The pt (a physician) is a 37 y/o female who received seprafilm on 10/9/96 following a laparotomy for pelvic and bowel adhesions secondary to prior surgery (10/17/96). After surgery, she was rehospitalized for a complete small bowel obstruction at the site of seprafilm placement. On 10/19/96, the pt was re-operated on. There were dense adhesions which could not be released and in the subsequent 4 hours of surgery 60 cm of bowel had to be resected including the terminal ileum and ileocecal valve. The pathology report on the resected bowel indicated a "foreign body granulomatous inflammation." The event was treated with IV steroids.